Event description:
It was reported that the patients diagnostic implantable cardiac monitor "popped out." The patient went to the emergency room (ER) and the physician chose to implant a implantable pulse generator (ipg) system at that time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).